Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient complications is a known risk associated with such procedures. Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the left middle cerebral artery m1 segment. Post procedure, the patient's right foot was assessed to be pale, cool and unable to find pulse even with a doppler. The patient underwent a repair of the right distal external iliac artery, common femoral artery and proximal superficial femoral artery. In addition, bovine pericardial patch angioplasty was performed. The outcome was reported to be resolved and the patient was later discharged. The event was reported to be related to the procedure and unrelated to the device.

Manufacturer narrative:
The subject device was disposed of by the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the left middle cerebral artery m1 segment. Post procedure, the patient's right foot was assessed to be pale, cool and unable to find pulse even with a doppler. The patient underwent a repair of the right distal external iliac artery, common femoral artery and proximal superficial femoral artery. In addition, bovine pericardial patch angioplasty was performed. The outcome was reported to be resolved and the patient was later discharged. The event was reported to be related to the procedure and unrelated to the device.